Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was repeatedly making clicking sound. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 repeatedly made a clicking sound. A field service engineer observed that tower door 3 was intermittently double-clicking. The station was shut down, and a loose wiring harness on the pop latch was found. The connections were retightened, and the harness and pop latch were reinstalled. Other connections were checked, debris was cleared, and trays were adjusted. The unit was tested multiple times in the hardware test application and functioned properly. The system functioned as intended after the field service engineer repaired the device.